Manufacturer narrative:
Performed investigation. Returned meter was set to mmol/l. Memory overwrite was observed. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer called reporting the unit of measure changed in her freestyle meter from mg/dl to mmol/l. The meter has been returned and, through the course of investigation, has been discovered to have suffered the memory overwrite malfunction.